Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 440mg/dl. The customer's most current level was 397mg/dl. The customer states they were receiving low alerts from sensor. The customer's outcome pertaining to the complaint was unable to be determined. The call was lost before troubleshoot could be completed.